Manufacturer narrative:
It was reported that "the control syringe rotates off the end of the manifold when aspirating/injecting fluids" on (B)(6) 2026. The customer reported that there was no patient involvement and that an additional control syringe was utilized to complete the procedure. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, or follow-up care associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that "the control syringe rotates off the end of the manifold when aspirating/injecting fluids" on (B)(6) 2026. The customer reported that there was no patient involvement and that an additional control syringe was utilized to complete the procedure.

Manufacturer narrative:
Update to h6: investigation findings. Update to h6: investigation conclusions. Update to h7: remedial action initiated. Update to h9: recall number.